Event description:
Initial acl reconstruction with achilles tendon allograft was performed without complications on (B) (4) 2006. Pt complained of swelling of the knee/tibial area, where the second screw was implanted in (B) (6), 2007. (B) (6), 2008 MRI revealed the previously noted cyst. On (B) (6) 2008 the pt underwent right tibial excision of cyst, debridement, and tibial tunnel bone grafting w/ femoral head allograft without complications.

Manufacturer narrative:
Product recall initiated august 21, 2007. (B) (4).